Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's spouse that during valve implant surgery of this 23 mm aortic bioprosthetic valve, the patient developed complications of multiple strokes. It was also reported that 3 days post implant of this 23 mm aortic bioprosthetic valve, the patient died. There was no evidence to suggest that the valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.